Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would not alarm for upstream occlusion before the first clinical use at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification during testing. The device was tested for upstream occlusion detection with passing results. The reported condition of the device not alarming for upstream occlusion was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.